Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated rv lead noise could be reproduced during provocative testing. Rv lead fracture was suspected, but could not be confirmed, to be the cause of the noise. No intervention was performed at this time. The patient was stable and will continue to be monitored.